Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the silicone on the hemopro jaw cutting tips melted and peeled back from jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: b3, d10, g4, g7, h2, h3, h6, h10 trackwise # (B)(4). The device was returned to the factory on 09/28/2020. A photograph was provided by the account. Signs of clinical use and evidence of blood was observed on the jaws as well as on the heater wire. The clear silicone insulation on the hot jaw was observed to be melted at the tip of the hot jaw as well as on the side of the hot jaw, but remained attached to the hot jaw at the base. The jaws were observed to be open, and no visual defects were observed. An investigation was concluded on 10/06/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the harvesting handle. The heater wire was observed to be flexed away from the hot jaw from the base with detachment at the tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be completely peeled away from the entire length of the cold jaw exposing the metal cold jaw. The clear silicone insulation on the hot jaw was observed to be melted at the tip of the hot jaw as well as on the side of the hot jaw, but remained attached to the hot jaw. No other visual defects were observed. Based on the investigation results, the reported failures "melted" and "peeled jaw" is deemed confirmed as well as for the analyzed failure "material twisted/ bent wire" was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the silicone on the hemopro jaw cutting tips melted and peeled back from jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.